Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior needle tip was found lodged in the posterior foot pocket and the suture had been cut off approximately 1 cm proximal of the needle tip. A posterior cuff miss occurred as evidenced by the return of the needle tip in the foot. The reported experience is confirmed. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing (the push mandrel may have been a contributing factor, however, this could not be confirmed, the plunger with the posterior push mandrel was not returned for analysis), failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the investigation findings, the most probable root cause for the needle to cuff miss and stuck posterior needle tip is related to the operational context during use. Five unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on all five of the returned devices and the devices passed with acceptable results.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery after a diagnostic procedure. Reportedly, when the plunger was retracted the suture was not present. The device was removed and manual compression was used to achieve hemostasis. The patient did not experience any adverse effect. There were no adverse patient effects. Though requested, no additional information was provided.